Event description:
The medical director for cordis complaint handling and safety surveillance contacted the implanting physician in 2008 regarding verbal comments about the palmaz genesis and stent fractures. During this conversation, it came to light that the physician had performed a one-center study for the treatment of renal artery in-stent restenosis. The study involved 254 pts over a seven-year period who underwent renal artery stent placement for the treatment of atherosclerotic renal artery stenosis. Palmaz genesis stents were used exclusively throughout this study. During the investigation phase of the study, it was noted that nine palmaz genesis stents had fractured. This occurred more often on the right side than the left side and the physician felt this was occurring at the omega hinge site. The product was not available for analysis. A device history record review could not be performed as no sterile lot number was made available.

Manufacturer narrative:
Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. Although rarely reported, stents in renal arteries are not immune to fracture. Biomechanical forces can lead to strut fatigue and fracture. Factors that may have influenced the event include pt, procedural, pharmacological and lesion. The exact etiology of the stent fracture is not clear from the information provided. The results of this study are available on the sir website titled "treatment of renal artery in-stent stenosis: seven year single center experience."